Manufacturer narrative:
Additional information: g3, h2, h3, h4. The case study and collect logs were provided and reviewed. Review of the files confirmed the event occurred. If a shift occurs, it is recommended to remove any metal that may be causing distortion. Additionally, use the prs setup screen to align the prss to the original location, reset metal baseline, or begin a new study. See ensite x ep system IFU, setup, system, prs sub-tab.

Event description:
During a left sided ventricular tachycardia, a map shift occurred resulting in cancellation of the procedure. When the map shift occurred the ablation catheter appeared outside of the map. Just before this there was a pop-up indicating to delete voxels due to a change in impedance. Voxels were then deleted, but the electro anatomical map was not useable after the shift. It was attempted to finish the procedure using fluoroscopy, but this was not possible, and the procedure was stopped.